Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of ultiva 2mg. It was reported that during priming of the tubing set prior to patient use, a leak of an unspecified volume of solution at an unspecified location of the tubing set was noted. The tubing set was replaced the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.